Event description:
The account alleged that when lowering the head right side rail, something popped and now the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The account has requested a repair. No further information is available at the time for the repair of the bed.